Event description:
It was reported that there was an event of right atrial (ra) lead dislodgment during a generator change procedure. The lead was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: b3, d6b, g3 should have been (B)(6) 2025, it was previously reported as (B)(6) 2025.